Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device is not switching on. There was no patient involvement. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was due to defective ac power module. The issue was resolved after defective ac power module is replaced and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.